Event description:
Procedure type: esophagogastrostomy. According to the rptr: pt in or undergoing esophagogastrostomy. While trying to anastomose the esophagus to the stomach, the anvil was placed through the esophagus by physician. The anvil reached the proper place and connection to stapler device was in progress. The anvil slipped back into the esophagus. Physician tried to retrieve the anvil, but was not successful. The decision was made in consult with gi specialist that the anvil could be retrieved by endoscopy on a later date. Add'l info rec'd stated: the anvil was not placed correctly on the instrument (past the orange band) and upon firing it disengaged. A new instrument was used to complete the procedure. The subject anvil was retrieved 12 days later by a gastroenterologist. The pt is in well current condition.